Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.